Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user husband is stating that the wheel locks were not holding on the wheelchair. And while the end user was reaching for her cell phone she couldn't reach and tried to get out to the edge of the chair and the chair fell from underneath her, while the wheel locks were engaged. The end user landed on her knee and sustained an hair line fracture on her left knee cap. Her husband called ambulance for transport to hospital.

Manufacturer narrative:
The 9sl was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, the 9sl exhibited a loose right rear wheel lock. The left rear wheel lock functioned as intended, but the right failed to prevent further rotation of the right rear wheel when engaged. The likely cause was determined to be that the right wheel lock handle was loose due to the handle lock not being tight enough. The underlying cause of the loose lock nut/handle, and whether or not the loosening occurred post-market, was unable to be determined. Tightening the lock nut seemed to alleviate the issue. It should be noted, however, that wheel locks are a replaceable wear item that requires periodic adjustment to ensure functionality. The wheel locks have an expected life of one year; this wheelchair was roughly one year and 5 months old when invacare was made aware of this issue, and the chair showed definitive signs of use when it was returned. The extent to which this failure could have contributed to a fall was also unable to be determined during the evaluation.

Event description:
End user husband is stating that the wheel locks were not holding on the wheelchair. And while the end user was reaching for her cell phone she couldn't reach and tried to get out to the edge of the chair and the chair fell from underneath her, while the wheel locks were engaged. The end user landed on her knee and sustained an hair line fracture on her left knee cap. Her husband called ambulance for transport to hospital.